Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory during the procedure. The patient¿s access vessel diameters were within sizing guidelines recommended by instructions for use, however, it was noted the patient¿s vasculature was extremely tortuous. According to the report, a localized dissection occurred at the origin of the left external iliac artery when the 12fr sheath was delivered. An additional stent was implanted to treat the dissection, and the procedure was completed without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿